Event description:
A resterilized segment of gore-tex vascular graft was implanted as a blalock-taussing shunt. Pleural effusion necessitated reoperation one week later. Surgicel was wrapped around the graft and a drain was placed. Serous leakage continued after reoperation. The graft reportedly became infected and the child expired three weeks later.